Event description:
Additional information was received which noted that a surgical revision was performed. The patient's rv lead was explanted and replaced due to rv noise, oversensing, and pacing impedance measurements of greater than 2000 ohms. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker exhibited right ventricular (rv) pacing impedance measurements of greater than 2000 ohms, then less than 200 ohms, as well as noise. No actions/interventions have been planned or performed. No adverse patient effects were reported. The device remains in service.